Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/14/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak inserter tip broke off in the patient's glenoid. The broken fragments were successfully removed, and the case was completed using another ar-3636 knotless fibertak from a different lot number. This was discovered during a procedure on (B)(6) 2023. Additional information received on 9/15/2023: this was discovered during a bankart procedure, and it was delayed for about five minutes while the surgeon removed the broken metal from the patient's glenoid. No additional anesthesia was administered, and the sales representative reports no knowledge of any negative effects or damage to the patient.